Event description:
Pt called lfs in 2002, alleging their meter was inaccurately low and pt had to go the hospital. Per cust. Serv. Rep., the following was documented: customer's ot profile meter was inaccurately low. Customer had "flu symptoms, but does not have flu. Felt ache, tired, and chill." A result of 207 mg/dl was documented from their meter. Customer compared to lab result. "Customer unsure if lab reading was 290 or 295". "Customer stated 20% difference if unacceptable". "At first when customer came on the phone, customer stated meter gave inaccurate reading, therefore, customer ended up in the hospital". "When a person asked if customer hospitalization was due to meter, customer stated not really". "Per customer, visited doctor office and doctor referred customer to hospital due to customer condition." "Customer spouse also been cleaning meter with alcohol". Replacement meter sent.